Event description:
Patient had a bilateral renal artery stenosis. They decided to direct stent in the left renal artery. A 7f guiding catheter was placed in the left ostium. Next a .035 260cm guide wire was placed distally. A 5x27 visipro stent was sent through the guidewire easily. When the stent reached the lesion they wanted to make a control angiogram for accurate positioning, but the contrast stuck inside the guiding catheter. Because of no visibility they pulled back the system and they realized that the stent was not on the balloon. They checked the patient and they found the stent was around the left common femoral. They sent the patient to surgery where the stent was removed successfully. Patient was in good condition, doing well.